Event description:
The report received from the (B)(4) study indicated that a patient experienced hypoperfusion at the time of index. At the time of index procedure, the angiography revealed 80% stenosis in the 1st om that was described as 8 mm in length and de novo. The reference vessel was 2.25 mm in diameter. A 2.25x133 mm cypher rx (lot# 15077633) was implanted at 11 atms. It was reported that the stent was post-dilated with a 2.25x20 mm balloon at 15 atms due to insufficient flow. Another 2.25x8 mm cypher rx was implanted overlapping proximal from the initial stent at 12 atms to fully cover the lesion. The stent was post-dilated with a 2.25x20 mm balloon at 15 atms due to insufficient flow. Finally 3rd 2.50x13 mm cypher rx was implanted overlapping proximal from initial stent at 12 atms to fully cover the lesion. The patient was discharged on same day.

Manufacturer narrative:
Concomitant medication included acetaminophen, aleve, angiomax, aspirin, calcium with vit d, plavix, coreg, lipitor, nitrostat, omeprazole, osteo bi-flex, prevacid, and ranolazine. (B)(4). Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced hypoperfusion at the time of index procedure. This is a (B)(6) patient with medical history including angina, ischemia, CABG ((B)(6) 2009), target vessel previously revascularized ((B)(6) 2010), family history of coronary artery disease, hyperlipidemia, lvef (> 50%), history of smoking (greater than 30 days), allergic to penicillin, hx of bilateral hip surgery; ongoing pain, gastroesophageal reflux disease, osteoporosis. At the time of index procedure, the angiography revealed 80% stenosis in the 1st om that was described as 8 mm in length and de novo. The reference vessel was 2.25 mm in diameter. A 2.25x133 mm cypher rx (lot# 15077633) was implanted at 11 atms. It was reported that the stent was post-dilated with a 2.25x20 mm balloon at 15 atms due to insufficient flow. Another 2.25x8 mm cypher rx was implanted overlapping proximal from the initial stent at 12 atms to fully cover the lesion. The stent was post-dilated with a 2.25x20 mm balloon at 15 atms due to insufficient flow. Finally 3rd 2.50x13 mm cypher rx was implanted overlapping proximal from initial stent at 12 atms to fully cover the lesion. The patient was discharged on same day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062737 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported hypoperfusion. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00539 and 3003742446-2012-00540.